Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence urinary. The pump of this aus had been deactivated by the physician; however, the physician believes that the patient was sitting on the pump due to its posterior placement, causing activation of the pump. In addition, during cystoscopic examination it was revealed that the original cuff of this aus was too short for the patient's anatomy. As a result, the pump was repositioned more anteriorly, and the 4.5 cm cuff was explanted and replaced with a new 5.0 cm cuff. No additional information was provided.

Manufacturer narrative:
Concomitant product information for balloon, model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100505295, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI): (B)(4). Concomitant product information for pump, model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100701245, model/catalog description: control pump fgs iz, unique identifier (UDI): (B)(4).

Manufacturer narrative:
Concomitant product information for balloon. Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100505295. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI): (B)(4). Concomitant product information for pump. Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100701245. Model/catalog description: control pump fgs iz. Unique identifier (UDI): (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length too short may have been due to a potential measurement error. The reported issues with malposition of device may have been due to a potential placement error. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom of urinary incontinence was found to be listed in the IFU. A risk review was completed and confirmed that the events of urinary incontinence, length too short and malposition of device were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Therefore, based on the information available, the conclusion codes of unintended use error caused or contributed to event and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence urinary. The pump of this aus had been deactivated by the physician; however, the physician believes that the patient was sitting on the pump due to its posterior placement, causing activation of the pump. In addition, during cystoscopic examination it was revealed that the original cuff of this aus was too short for the patient's anatomy. As a result, the pump was repositioned more anteriorly, and the 4.5 cm cuff was explanted and replaced with a new 5.0 cm cuff. No additional information was provided.